Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's director reported via phone call of no delivery alarm from the insulin pump. The customer's blood glucose level was 154 mg/dl. The customer was advised that no delivery alarms may be due to site, set or reservoir issues. The customer was advised to retrieve and save the pump settings. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.